Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition, evaluation found the angle wires were stretched, the bending section cover adhesive was cracked, the distal end adhesive was cracked, and the scope connector was discolored. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The gastrointestinal videoscope was returned with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material exiting the nozzle. The report is being submitted due to foreign material in the scope found during evaluation.